Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. As per the customer's concern, the se replaced the user interface (ui) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that while in use on a patient, the display on a 980 ventilator froze. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.